Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated. Based on device use and battery voltage at the patient's last check, low battery voltage seemed likely. The ICD was explanted and replaced. It was also noted that the left ventricular (lv) lead threshold increased and measured high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 4194, lead; 5076-45, lead, implanted: (B)(6) 2007. (B)(4).